Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter alleged that the cs 078 call service alarm occurred three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/19/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 6/29/2016 with the following findings: a review of the black box and alarm history showed a cs 078 call service alarm. During investigation, the pump powered on with no alarms occurring. The pump rewind, load and prime steps were performed successfully and the pump was exercised for 24 hours with no call service alarms. Unrelated to the complaint, a visual inspection of the pump showed multiple cracks in the battery compartment. There was moisture corrosion observed inside the battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and moisture corrosion was found inside the pump on the transceiver board and near the motor flex connector. Also unrelated to the complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.